Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was uncomfortable with the location of the device as it was causing pocket pain. The atrial lead was also noted to have higher unipolar impedance that bipolar impedance and the lead had already been programmed to unipolar. The lead was explanted and replaced with a new lead. The device pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.